Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead showed false sensing. It was noted that when the patient inhaled deeply, the sensing was noted. The lead was capped and replaced.